Manufacturer narrative:
Corrected data: date MFR rec: 2019-01-02. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: dziewierz a et al. Impact of chronic obstructive pulmonary disease and frailty on long-term outcomes and quality of life after transcatheter aortic valve implantation. Aging clin exp res. 2018 sep;30(9):1033-1040. Doi: 10.1007/s40520-017-0864-y. Epub 2017 nov 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of chronic obstructive pulmonary disease (copd) on long-term outcomes and quality of life in patients with severe aortic stenosis undergoing transcatheter aortic valve implantation. All data were collected from a single center. The study population included 148 patients (predominantly female; mean age 82 years), 29 of which were implanted with either a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve. No serial numbers were provided. The 30-day and 12-month all-cause mortality rates were reported for patients without copd and patients with copd:7.8% and 10.5%, 11.6% and 36.8%, respectively. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, myocardial infarction, cerebrovascular accident, new onset of atrial fibrillation, and mild/moderate/severe (grade 1, 2, or 3) aortic regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.